Event description:
Reporter alleged blood glucose had been reading high with values in the 200s & 300s mg/dl. It was reported at 6:30 am, glucose measured 312 mg/dl so customer took medication, had some coffee, and did not eat. Reporter stated customer was going to the dr and at 10:30 am dr measured glucose to be 110 mg/dl. No treatment was reportedly received. It was stated later in the same day a glucose result measured 256 mg/dl back to back with a result of 108 mg/dl performed within 2 minutes of each other. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.